Manufacturer narrative:
On 6/26/2019, a manufacturing record evaluation (mre) was performed for the finished device number 7443440, and no non-conformances related to the reported complaint were identified. On 6/26/2019, during evaluation of the sample it was noticed an area of missed valve, measuring approximately 1.0 cm x 1.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and valve leaking. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 420cc and experienced deflation on the right breast implant. In addition, the valve was leaking. As a result, the patient had undergone removal and replacement with a saline mentor smooth round high profile 420cc , catalog number 3503420, serial number (B)(4), lot number 7705391 on (B)(6) 2019.